Event description:
It was reported that before an unknown procedure, with different generator and ace disposable, with old and new software version, display showed every time generator error during handpiece and instrument test. No further information is available. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Date of event unknown, assumed 1st day of month ((B)(4) 2012) that complaint was reported.

Manufacturer narrative:
(B)(4). The handpiece was received with the nose cone cracked and the mount loose. It was connected to a generator gen04, evaluated with a test instrument and the device was able to successfully complete pre-run. The device continued to be activated and after a minute of activation the generator reverted to stand-by mode. However, no error message was displayed during testing. The return to standby is a caused by a communication error between the hand piece and the generator (gen04). The device was also tested on a gen11 and was fully functional. The instrument was disassembled to inspect internal components and evidence of moisture ingress was noted inside the hand piece. It is possible that the loose mount and the ingress of moisture resulted from the nose cone being cracked. The loose mount and the ingress of moisture could have resulted in an error screen of change hand piece. It was not duplicated during analysis.